Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Customer reportedly received results of 500 mg/dl and 70 - 80 mg/dl within 10 minutes on the comfort system using sensor comfort test strips. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.